Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, all insulators had cosmetic metal ion oxidation and the outer insulation had cosmetic environmental stress cracking; distal segment returned and analyzed.

Event description:
It was reported that the right atrial and ventricular leads had low impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.